Event description:
Technical services received a call on (B)(6) 2012. Caller reported that this ra lead was part of full system extraction today due to infection. This was done at (B)(6) hospital in (B)(6) by dr. (B)(6). Lead was implanted (B)(6) 1992. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).